Manufacturer narrative:
Insulin pump passed displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. Insulin pump received with scratched lcd window. Device received cracked case display window corner. Insulin pump received with cracked reservoir tube lip. Device received with cracked lcd window. Device received with broken belt clip slot. Insulin pump received with scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that there were cracks on the device. Customer's blood glucose was 48 mg/dl. Customer disconnected from the device and treated for low blood glucose. Two hours later, customer's blood glucose went up to 600 mg/dl. Customer's blood glucose was 202 mg/dl at time of call. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.